Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the reservoir was identified. The reservoir and the pump were removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The reservoir was visually inspected, and leakage tested. Visual examination revealed a hole and a fluid leak in the reservoir shell as a result of fatigue at a fold. The pump was visually and microscopically inspected, and leak tested. During visual inspection it was identified that the pump tubing was cut down to its block; therefore, it was not returned for analysis. Microscope examination revealed contamination within the pump, consequently, the component was not functionally tested. No leaks were identified in the pump. Based on the information available and analysis results, the hole identified in the reservoir could have caused or contributed to the reported clinical observation of a hole in the reservoir; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a hole in the reservoir was identified. The reservoir and the pump were removed and replaced. There were no patient complications.